Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of procedure was the device used in? What was the procedure date? Do you have the lot or batch number of the device? When the device did not fire correctly and locked from the handle, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? It was reported by the customer that during a laparoscopic appendectomy procedure, on the first firing with a white cartridge, the device fired part of the way and then locked at the handle. There was no difficulty opening the device, but when the jaws were reopened, the cartridge fell out of the device inside the patient. The cartridge was retrieved laparoscopically without harm to the patient. The device did deliver staples and cut. There were no issues with staple formation and the cut line was good, just short. There was some bleeding after this firing, but the volume of blood loss was minimal and no blood products were needed. The patient was x-rayed during the procedure to check that the knife from the device did not fall out with the cartridge, and no knife was seen on x-ray. The same device was used with a new white reload to complete the procedure. The issue caused a delay in the procedure of about thirty minutes. There was no harm to the patient and no changes in the post-op care of the patient. The device and complaint cartridge will be returned.

Event description:
It was reported that during an unknown procedure, the device did not fire correctly and locked from the handle. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55f6h. The analysis showed that the ats45 device was received in good visual condition and with four 6r45b cartridges reloads present. The reloads (b, d and e) was received fully fired with the cartridge lock out tab normal. The cartridge (c) was received partially fired 1/2 and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.